Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Information was received that the lead revision was performed. The lead was surgically abandoned. No adverse patient effects were reported.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range pace impedance measurement on the right ventricular (rv) lead. The patient was brought in for a device check. Impedance measurements greater than 2000 ohms and high threshold measurements were noted. Noise was not present in stored event or during pocket manipulations. A revision procedure was scheduled for the lead. No adverse patient effects were reported.